Event description:
Additional information was received on (B)(6) 2012. On that date, an attempt was made to turn down the vns settings; however this was unsuccessful as the generator could not be communicated with. Troubleshooting steps were taken and it was confirmed that the programming system was not plugged into the wall and all connections were good. The wand was re-positioned multiple times, and it still could not be communicated with. The programming system was successfully tested on a demo generator. The physician was unsure if the generator had reached end of service, but indicated that it had been implanted since 2005. However, the patient reported that he used his magnet activation a "(B)(6) ago" and he was able to feel it. No additional interventions have been taken at this time, and attempts for additional information have been unsuccessful to date.

Event description:
Additional information was received on (B)(4) 2012, indicating that the family has decided to proceed with the replacement. The patient had a generator revision on (B)(6) 2012. The generator was discarded following explant. The implant card that was received indicated that they were unable to interrogate the device, but that lead impedance was ok following the surgery. Attempts for additional information have remained unsuccessful.

Event description:
It was reported by the patient's caregiver on (B)(6) 2012 that her husband had been having problems with fecal incontinence which started following an adjustment to the patient's settings in (B)(6) 2011 the caregiver indicated that the patient's settings had been increased. On the date of the initial report, the patient underwent a surgical procedure related to the incontinence, however, specific details regarding the procedure were not provided. The caregiver mentioned at that time that the vns was disabled by an anesthesiologist and that the surgeon felt that the issues may be related to vns. It is unknown at this time if the device is still disabled. Additional information was received by one of the patient's treating physicians. He indicated that the patient had been experiencing gi issues for the past four months and had been seeing a gi specialist. The issues had not resolved and the patient was in the ICU. He was also questioning whether the issues were related to vns, but indicated at the time that he was hesitant about disabling the device due to the good efficacy the patient was receiving from the device. The patient's treating gi specialist also reported that the patient is experiencing gastroparesis and was still in the hospital. The specialist was looking to have the patient's vns turned down to see if that helped with the patient's gi issues. It is unknown if this has occurred to date. Attempts for additional information are underway.